Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for heterotopic ossificans & tingling in thigh associated with the bone growth. Event is serious and is considered severe. There is a remote possibility that the event is related to device and is definitely related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2021, (right hip). On (B)(6) 2021, the patient underwent a right hip surgical intervention to address heterotopic ossification. The patient was experiencing decreased range of motion prior to the operation. The surgeon noted a small amount of remaining necrotic bone that was far posterior to the tip of the trochanter and not going to affect any range of motion, this was left. No products were revised. There were no indicated intra-operative complications. On (B)(6) 2021, the patient presented for a right hip evaluation following heterotopic ossification removal. The patient was continuing to experience paresthesia and increased burning in the area. An x-ray revealed a small piece of bone off the greater trochanter, however, the surgeon thought it was unrelated to heterotopic ossification, likely a small avulsion. The patient was prescribed po gabapentin. There is no evidence of revision or invasive treatment.